Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dv2k. Device evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with two gst60t reloads present. The reload (b) was received unfired, with 12 doubles drivers missing, 1 out of position and 3 singles drivers missing , making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. The reload (c) was received unfired, with damage on cartridge pan. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damaged on the pan was possible by handling of the customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the last firing of the stapler, with black reload, peristrips buttressing material, the doctor tried to clamp the stapler on the stomach and the jaws of the stapler wouldn't close. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.